Event description:
A consumer reported that following a multifocal intraocular lens (iol) implant procedure one year ago, he has observed blurry distance and near vision in the left eye. Additional information was received from the consumer, who reported that the blurry vision does impact his daily living as he cannot read and glare is bothersome at times when he enters a room with certain lighting. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).